Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received two power error detected alarms within one day. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. The error may recur due to the software version of the device. They were offered a replacement insulin pump and they accepted. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error 25 noted during testing. However, power error 25 and low battery alert noted in trace download analysis due to intermittent non-sleep anomaly software error. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, cracked keypad overlay and faded serial number label.